Event description:
The patient reportedly began experiencing dizziness a few days after implant surgery. On (B)(6) 2012 the patient was prescribed lorazepam, however, symptoms persisted. On (B)(6) 2012 the patient was prescribed methylprednisolone and promethazine. The patient completed the prescribed methylprednisolone, however, her dizziness remains. Balance therapy was recommended. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.